Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the valve on the sheath was leaking, and air was drawn several times during preparation. The procedure was completed successfully by using alternate device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valve torn on the inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the valve on the sheath was leaking, and air was drawn several times during preparation. The procedure was completed successfully by using alternate device (same model). No patient complications have been reported. The product is expected to be returned for analysis.